Manufacturer narrative:
H.6. Investigation summary: DHR was evaluated and the maintenance occurrence sap #602559938 potentially related to the defect was observed. The image provided was analyzed and it was possible to observe barrel damaged. The possible cause for this is a failure at the syringe assembly station which caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: - perform synchronism adjustment on the transfer disk; - create a poka yoke to ensure staying in the correct position. - design new top disc guide after leak test. - make top disc guide after leak test. - design new bottom disc with accepted angle for cylinder entry. - make lower disc with accepted angle for cylinder entry. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a . The following information was provided by the initial reporter, "as the nurse sucked in the vaccine, it leaked through the sealing rubber, leading to the loss of the vaccine. According process(B)(4) , today we had the same problem with two syringes. Additional information: the lot number is 9232848 (catalog number 990174). The product does not present any visible damage. There was no damage reported, only loose of the vacine. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin or mucous. The sample was discarded."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a. The following information was provided by the initial reporter, "as the nurse sucked in the vaccine, it leaked through the sealing rubber, leading to the loss of the vaccine. According process 1320518, today we had the same problem with two syringes. Additional information: the lot number is 9232848 (catalog number 990174). The product does not present any visible damage. There was no damage reported, only loose of the vacine. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin or mucous. The sample was discarded."